Event description:
It was reported that the bd intima-ii¿ closed IV catheter system bent during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized in our hospital on (B)(6) 2020. After admission, the patient received infusion treatment. During infusion, it was found that the indwelling needle was bent, and the indwelling needle was replaced."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1094 FDA patient problem code: 2199

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system bent during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized in our hospital on (B)(6) 2020. After admission, the patient received infusion treatment. During infusion, it was found that the indwelling needle was bent, and the indwelling needle was replaced"